Event description:
International affiliate reports that while drilling on a meningioma, the perforator failed to disengae and went 1 cm into the brain. The perforator became stuck in the cranium and a drill was needed to free the device. The procedure was extended by 45 minutes.

Event description:
International affiliate reports that while drilling on a meningloma, the perforator failed to disengage and went 1 cm into the brain. The perforator became stuck in the cranium and a drill was needed to free the device. The procedure was extended by 45 minutes.